Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. The cause for the failure was isolated to a defective u728 op amp on the distribution node pca. The root cause for the defective u728 op amp could not be positively identified. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported an electrode belt delivers pulse below lower limit.